Event description:
It was reported that the ilet pump would not power on or charge after being placed on a charging pad, with a charger light showing solid green while the device screen remained black, consistent with unintended battery depletion involving the battery component. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.